Event description:
It was reported that the patient presented in clinic with shortness of breath and chest pain. Diagnostic imaging was performed and found that the right atrial (ra) lead had caused cardiac perforation and effusion. Drainage was performed and the ra lead remained implanted. Patient condition was stable pre, during and post procedure.